Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the diluent with a new lot number of diluent, and resolved the issue. (B)(4). This MDR is related to MDR 1061932-2014-02141 for an additional lot of coulter dxh diluent with the same issue at the same customer facility.